Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair to the output connectors. The epg was returned for repair and testing and calibration. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. It was also indicated that the case, main seal, and hanger were damaged, and a knob was missing. The epg was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.